Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed multiple mode switching episodes due to atrial lead noise. Lead damage was suspected, however no testing was performed as the physician preferred to take no action. The patient is being monitored in stable condition.